Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The deployment difficulty was unable to be confirmed as the stent had already been deployed. The tip detachment was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not reveal a lot specific product issue. The investigation was unable to determine the cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The stent remains in the vessel. The delivery system was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the moderately tortuous, moderately calcified, distal right superficial femoral artery (sfa) to proximal popliteal artery, the supera stent was being deployed, but was caught in the sheath and during delivery system removal was moved to and left in the mid sfa. Additionally, the tip detached and embolized in the patient artery, but was able to be snared and removed from the patient anatomy. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.